Manufacturer narrative:
Corrected information provided in h.2., h.6. And h.11. Upon further review it was confirmed that suction failure issue is with the phacoemulsification tip not with the probe or cutter. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that equipment showed warnings of suction failure during calibration. The procedure type was unknown. Another kit was replaced. No patient impact was reported. Additional information received that equipment issued an unexpected warning during cataract surgery without intraocular lens implant. The surgery was completed on the same day by replacing the kit. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached was reviewed by the manufacturing site. The photo shows constellation with system advisory code 3360. Reported issue cannot be confirmed from photo. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).